Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml 21ga 1-1/2in bil had foreign matter. The following information was provided by the initial reporter: "the syringe is uncapped and there is evidence of white particles adhering to the needle, apparently remains of the raw material used in the creation of the needle, making it impossible to use the needle."

Manufacturer narrative:
Photo received by our quality team for investigation. Through visual inspection, a green hub with the assembled cannula, which has white spots on its surface and the presence of the shield is not observed. White spots is identified as epoxy. Epoxy is an adhesive used to join the cannula with the hub. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with vision system for missing shield and failure of clearance in the assembly line for epoxy. Manufacturing personnel have been notified and additional training to reinforce proper assembly has been performed.

Event description:
Additional info: was the reported incident noted before, during or after use on the patient? Before . Has there been any harm to the patient/healthcare professional? (Detail) no ma'am. Is the sample related to the incident available for analysis? If yes, report the quantity. No ma'am. Is the sample contaminated? If yes, report the substance. Was with medication.